Manufacturer narrative:
For the investigation the logfile was analysed. It was found that during ventilation the device found inconsistencies between the measured turbine rotation speed of the motor blower and the set rotation speed. As specified for this case, the device posted the technical alarm "blower defect" (00.a008) and the device switched to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. The emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. It was not possible to determine the root cause for the rotation speed deviations. Carina reacted as specified for this situation and gave the corresponding optical and acoustical alarms.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up report.

Event description:
It was reported that the device posted device failure with a008 alarm while in use on patient. No injury reported.